Event description:
It was reported that bd eclipse¿ hypodermic needle had a safety mechanism failure and separated from the syringe. This caused a needle stick injury to the caregiver. This occurred during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 305762; batch no. 8236049. It was reported there was a needle stick. After administering the vaccine in a patient, the caregiver was engaging the safety lock of the needle on a prefilled hepatitis a vaccine, when the needle came off of the syringe and poked the caregiver in her finger. She immediately washed off the cut and we reported it to employee health who advised patient go to the ed for bloodwork.

Manufacturer narrative:
H.6. Investigation: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident. A root cause could not be determined and complaint is unconfirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ hypodermic needle had a safety mechanism failure and separated from the syringe. This caused a needle stick injury to the caregiver. This occurred during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. 305762, batch no. 8236049. It was reported there was a needle stick. After administering the vaccine in a patient, the caregiver was engaging the safety lock of the needle on a prefilled hepatitis a vaccine, when the needle came off of the syringe and poked the caregiver in her finger. She immediately washed off the cut and we reported it to employee health who advised patient go to the ed for bloodwork.